Manufacturer narrative:
(B)(4).

Event description:
When the idrive was applied for 5th firing of gastrectomy, the operator found the staples protruded at the distal end of the reload. The operator pull off staple and changed the reload.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices performed by pmv concurrently with engineering. Visual inspection of the cartridge revealed that the reload had a full staple complement. The reload was loaded into a pmv representative instrument for functional testing. The reload was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The reload loaded onto the instrument without difficulty. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture.